Manufacturer narrative:
E1: address line 2 (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device included damaged downstream occlusion (dso) seal. The customer problem was duplicated, and the cause was a damaged dso seal. The dso seal was replaced.

Event description:
It was reported device had membrane damaged. There was unknown patient involvement.